Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for critical elevated blood glucose (bg) levels and diabetic ketoacidosis on (B)(6) 2016; however, no specific bg value was provided. Customer administered insulin injections to treat bgs on their own, but customer was later taken to the hospital. While in the hospital, customer was treated with an insulin drip. Customer's bg levels returned to target range and customer was released on 05/05/2016.